Event description:
The advocate ran a blood glucose test on herself. The contour meter read 166mg/dl and another meter read 86mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. A new meter was sent to her.